Event description:
The nurse found blood leakage from the catheter near the wing during removing the stylet. On (B)(6) 2010, bd (B)(6) received an email communication from bd (B)(4) indicating the patient passed away.

Manufacturer narrative:
Results: after received and inspected the sample, we confirmed the defect in the sample: leakage on tubing. Note: the customer states: the nurse found blood leakage from the catheter near to the wing during the removal of the stylet. During the leak test, two different position of damage (kinked) were noted through the tube, one near the wing and one near to the adapter. Conclusions: we can't determine if the failure is related to the manufacturing process or was caused during use. There is a possibility that during retraction of the stylet, the tubing may have gotten damaged accidentally (by the needle) if the operation was conducted incorrectly per the IFU (instructions for use). Corrective action: no corrective action will be generated as this incident is not related with the manufacturing process. (B)(4).